Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "o" ring from the trocar became dislodged". The inner gasket was received dislodged from its original position in a separate sealed pouch torn but complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported by an rn that the "o" ring from the trocar became dislodged and the surgeon caught it with a grasper before it fell into the pt. The rep was notified to gather further details. There was no consequence to the pt. 11/4/97, the rep reported the surgeon was able to use the clip applier to grasp the ring before it fell into the pt. The cannula only is being returned.